Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence due to device fluid loss. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The aus system is currently working and the patient will follow up for activation at a later date.